Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that the software was functioning as designed. No failure was found.

Event description:
Medtronic received information regarding a navigation system intra-operatively during a cranial resection procedure. It was reported that while actively navigating, they lost communication to their pentero microscope. Resolution was confirmed on call during this event. The site restarted the system with the pentero connected but were unable to confirm if this corrected the issue. The issue extended the surgical time by less than 1 hour. There was no reported impact on the patient¿s outcome.